Event description:
It was reported that the patient experienced twiddler's syndrome. The right ventricular (rv) lead dislodged. The rv lead was explanted approximately one month after it was implanted. The patient received a replacement rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.